Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's glucose reached 500 mg/dl, while wearing the pod for less than an hour. Upon inspection, it was noticed that the cannula was not properly inserted into the skin. A manual insulin injection was administered to treat the hyperglycemia. The pod was discarded.